Manufacturer narrative:
Failure analysis for fiber 0010-2090-507h-1168: the fiber is broken and detached 13.25 inches distal from control knob, between distal tip and control knob; the distal end, including the glass cap, was not returned; the fiber at the location of the fracture appears burnt and exhibits signs of melting. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and excessive bending. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 128,951 joules, 19:06 minutes while using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.